Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarm while attempting to load a set. Evaluation determined the cause to broken motor mount screws lodged in the link. The motor assembly, including the screws, was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any patient involvement, injury or medical intervention is unknown.